Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous distal left circumflex artery. Dilation was performed with an unspecified 1.5 balloon catheter. The physician attempted to perform intravascular ultrasound with an unspecified device; however, it failed to cross the lesion. Additional dilation was performed then a 2.25x12mm promus element plus stent was advanced however; the device came in contact with the calcified site and was unable to cross the lesion. Another dilatation was performed but it did not resolved the issue. It was noted that the stent was lifted. The procedure was completed with a non-bsc device. No patient complications were reported and the patient¿s status was good.